Event description:
When preparing a patient for cardiac catheterization and certain other procedures, body hair needs to be removed from the procedure area. Patients complained that the shaver used was painful, pulled the hair, nicked the skin, and caused abrasions to the affected area.======================manufacturer response for hair clipper, mediclip (per site reporter)======================unknown.